Event description:
It was reported that this right ventricular (rv) lead was explanted due high capture thresholds. It was successfully replaced with a new lead. This lead is not expected to return for analysis. No additional adverse patient effects were reported.